Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was faulty. The surgery was completed with back up lens. Additional information has been received and stated that the issue was caused by the very short injecting tip which has been raised as an issue numerous times. (The injector has a lip that prevents introduction to the desired position) as the lens is injected, if the tip is not long enough to comfortable reach the anterior chamber, the iol is snagged on the corneal wound. The iol was stuck in the corneal wound and rather than trying to force it through, the surgery was completed with second lens which was implanted without any issue. No harm to the patient with excellent vision the next day.

Manufacturer narrative:
Additional information was provided in d9, h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was not observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is fully advanced. No damage observed to the tip or device. The correct nozzle is attached to the device. The iol is returned outside of the device inside a plastic bag. Solution is dried on the iol. The root cause for the reported complaint appears to be related to customer dissatisfaction and not a product defect. The reporter stated: "the issue was caused by the very short injecting tip which has been raised as an issue numerous times. (The injector has a lip that prevents introduction to the desired position). As the lens is injected, if the tip is not long enough to comfortable reach the anterior chamber, the iol is snagged on the corneal wound." The complaint sample was returned and evaluated, no damage was observed and the correct nozzle was attached to the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).